Manufacturer narrative:
G4:08feb2021. B4:09feb2021. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter and therefore cannot be determined. Multiple requests were made for evaluation and resolution data without a response. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.